Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected data: e1, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. During investigation, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. It was unknown whether there were any obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU) or whether the user used simethicone. Therefore, the cause of the material remaining in the device could not be determined. The following is included in the instructions for use (IFU): the suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection." IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.